Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found haptic torn and foreign material (residue) on lens surface. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -11.0 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault. The problem was resolved.